Event description:
Nurse reported in her letter that she noted during preparation that the olive of the inserter is defect.

Manufacturer narrative:
Additional info has been requested. Any additional info obtained will be submitted in a supplemental report.